Event description:
It was reported that right atrial lead dislodged. No capture and no sensing were noted. Dislodgment was confirmed via x-ray. During repositioning the lead after retracting the helix of the existing lead, it would not come out of the housing. Therefore, the lead was explanted and replaced. No issues or problems with the patient.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.